Event description:
It was reported that this left ventricular (lv) lead was explanted due to a product performance issue. The replacement was successfully performed and a new lv lead was implanted. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.